Event description:
Customer reported potential false negative urine hcg result compared with lab. Pt was in the ER on (B)(6)2009 and had a ucg done with negative results at 13:58. At 16:02 on (B)(6)2009 the chemistry lab reported out an hcg quantitative result of 258,617. This info was received by technical support on (B)(6)2010 when checking on receipt of a urine sample believed to be part of another complaint investigation (see 2027969-2010-00034 or 2027969-2010-00035). No other pt info was provided.

Manufacturer narrative:
Product code: fhc-a202. Lot number: hcg9040172. Control lot: 20miu/ml hcg urine lot: hcg090304-02; 100miu/ml hcg urine lot: hcg090521-01; 284.1ml hcg urine lot: hcg091015-03. Summary of results: the retention devices meet qc spec. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. The 100miu/m and 284.1/ml hcg urine control yielded clearly positive results at 3 minute read time. Verified the product number, product description, lot number and batch record. No abnormal results were found. Urine specimen received at biosite was tested with retains from the lot listed in the complaint. When running 1 vial return urine specimen from customer with retention device (n=3), all the specimen results were weak positive in urine at the 3 minute read time. The urine specimen was quantified at a known reference laboratory (bayer acs: 180); results showed the hcg level was >4,000 miu/ml. Customer complaint was not duplicated. No product deficiency established; no corrective action required at this time.